Manufacturer narrative:
The user was hospitalized intermittently for two weeks. Multiple attempts were made to contact the user to gather additional information about their hospitalization; however, the user remained unresponsive. A review of dms indicates that the user is currently using the system and that the information is up to date. The case will be closed as the user has not responded to repeated follow-up attempts.

Event description:
Senseonics was made aware of an incident where user was hospitalized intermittently for two weeks. Multiple attempts were made to contact the user to gather additional information about their hospitalization; however, the user remained unresponsive. A review of dms indicates that the user is currently using the system and that the information is up to date. The case will be closed as the user has not responded to repeated follow-up attempts.

Manufacturer narrative:
B4. Date of this report 24 oct 2025. G3. Date received by the manufacturer? 24 oct 2025. H6. Medical device problem code updated to 3190. H6. Component code updated to 4776.